Event description:
On (B)(6) 2021, this patient underwent an endovascular treatment for rapid enlargement of a descending aortic aneurysm using gore® tag® conformable thoracic stent grafts with active control system. The patient had received an abdominal aortic replacement with a bifurcated graft before this procedure. The ctag-acs were delivered from the left side of the bifurcated graft. The procedure was completed without problem. Immediately after the procedure, emboli were found in the right lower limb and the intestinal tract (shower emboli). In addition, the patient developed paraplegia. Blood flow into the right leg spontaneously recovered. A colonoscopy showed microemboli in the intestinal tract. Cerebrospinal fluid drainage was started to treat paraplegia. The reporting physician commented: the patient had a high risk of embolism due to a shaggy aorta.